Event description:
The facility reported a colleague infusion pump with the liquid crystal display problem - missing/doubling portion of the display. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a liquid crystal display (lcd) problem - missing/doubling portion of the display, was confirmed and duplicated by by baxter service personnel. The root cause of this condition was assigned to a defective lcd. Appropriate action was taken to correct the reported problem by replacing the main lcd. This involved a colleague p1.5 infusion pump with a user interface module software version of (6.13.92).